Manufacturer narrative:
Concomitant medical products: w1dr01 ipg; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing, it was also reported that the right ventricular (rv) lead exhibited chronically low r waves and undersensing. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.